Manufacturer narrative:
Age at time of event: mid 70s. (B)(4). Device is a combination product.

Event description:
It was reported that the shaft broke. The lesion being treated was located in the right coronary artery. Using a convey guide catheter, the physician advanced a 3.00x32mm promus premier stent delivery system (sds) to the target lesion however it was unable to cross the lesion. The sds was successfully removed and the lesion was dilated before re-advancing the sds to the target lesion. The stent was deployed, however upon removal the shaft was noted to be kinked and then broke. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 239mm distal from the strain relief. There was no evidence of stretching or tensile strain to the hypotube portion of the catheter. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis as the stent was placed in the lesion site. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the right coronary artery. Using a convey guide catheter, the physician advanced a 3.00x32mm promus premier stent delivery system (sds) to the target lesion however it was unable to cross the lesion. The sds was successfully removed and the lesion was dilated before re-advancing the sds to the target lesion. The stent was deployed, however upon removal the shaft was noted to be kinked and then broke. No patient complications were reported and the patient's status is fine.